Event description:
Physician experienced a difficult intubation. He used a blade extender (lar-ae) on the laryngoscope blade and the procedure continued without incident. Several weeks later the pt experienced stomach pains. It was discovered that the lar-ae had fallen off during the procedure and was in the pt's stomach. Reportedly, the physician stated that he probably had not snapped the lar-ae on the laryngoscope blade tightly.